Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while changing supplies and did not initially observe drops during infusion set fill, with no visible leaks or air bubbles, and intermittent connectivity between the ilet and a g7 sensor that required a toggle to re-establish connection; insulin delivery resumed after repeating rewind and extending the fill tubing step until drops appeared. Symptoms included elevated blood glucose. Outcomes included no professional medical intervention and no use of backup therapy. Investigation included technical troubleshooting and user education by guiding a repeat rewind and an extended fill to achieve priming, and advising steps to restore sensor communication. Investigation of this case revealed that the device resumed normal insulin delivery after proper priming and that the cause of the hyperglycemia remained unclear. It was concluded that the event involved user-observed hyperglycemia with unclear root cause after supply change and connectivity issues that were resolved through troubleshooting steps.